Manufacturer narrative:
Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc data were within specifications. The calibration data did not indicate an issue. The pre-analytical data did not indicate an issue. The alarm trace was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result for one patient tested on a cobas e 411 rack. The initial result at 5:31 pm was 11.51 pg/ml. The repeat result at 7:25 pm was 32.59 pg/ml. This result was reported outside of the laboratory. The repeat result at 8:17 pm was 11.51 pg/ml. The repeat result from a sample cup at 9:10 pm was 11.35 pg/ml. The repeat result of an aliquot from the original tube at 9:10 pm was 10.98 pg/ml. These repeat results were deemed correct. The reagent lot number is 512050 with an expiration date of 31-may-2022.